Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system and automated trajectory guidance unit functioned as designed. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 29631, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used for a cranial biopsy. It was reported that the targeting unit turned black when attempting to position it with the positioning arm. The unit was rebooted which restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: it was reported that the cabling for the targeting unit was replaced under MDR 1723170-2020-02841. The navigation system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.